Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from china stating that an m525 f20 had a loss of illumination during a surgical procedure. There was no patient injury.

Manufacturer narrative:
This is a final report. An investigation revealed that the customer had used a third-party bulb. It was concluded that the third-party bulb was incompatible and resulted in the reported loss of illumination (bulb burst). The safety notes in the user manual state that only original leica microsystems parts should be used for maintenance work. The user did not follow these instructions. The lamp was replaced and the system is now working.